Event description:
Dialysis was initiated at 5:10am at 150cc blood flow. 800cc dialysate flow bp 144/86. Pt complained of slight weakness. At 5:15am the blood flow rate was increased to 400cc/min. At 5:25am the pt requested that her blood pressure be checked. When the staff member began to check the pt's blood pressure she noted blood on the blanket covering the pt. Blood was also noted on the floor with the amount estimated at approx. 250cc. The dialysis machine did not alarm the staff member's initial. Documentation noted that the venous bloodline had separated from the venous needle. The dialysis machine did not alarm. Staff member turned off the blood pump and clamped the bloodline line and needle line. Saline was administered, the blood in the dialysis and bloodlines were returned to the pt and the treatment was terminated. Physician was notified and dialysis was restarted at 5:40am. Pt was weak and somewhat groggy. She responded poorly and vomited. She became less responsive and dialysis was terminated at 5:45am per the physician's order. Pt was sent to the hosp for further eval. Further eval of the event was completed by the fact that another staff member documented that the arterial bloodline had separated from the arterial needle. It could not be definitely determined which line had become separated because add'l documentation noted that venous and arterial needle lines and bloodlines were clamped at the time the event was identified.